Event description:
A valiant captivia stent graft system was attempted for use in the patient for the treatment of a thoracic aortic aneurysm. It was reported that during the preoperative preparation of the device the physician noticed the rear handle detached from the device and the stent could not be deployed. The physician decided to change the device to a new device and the procedure was completed without incident. No clinical sequelae were reported and the patient is doing fine.

Event description:
Upon inspection of the delivery system, the tip capture release handle was detached from the delivery system, with the two halves snapped back together. There was a small bend in the tapered tip, which is expected after use. There was a kink in the graft cover 4 cm from the front grip. The rest of the device was unremarkable. Microscopic inspection of the tip capture release handle revealed that the locking ledge, with which the tab engages with, was broken off on one half. The break was a shear, clean break. The event was confirmed; the tip capture release handle was disconnected from the delivery system. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
Further investigation noted that a definitive root cause could not be determined. Based on manufacturing process review and vendor review of the complaint component, this issue likely occurred due to an outward force being applied to the tip capture rear handle. This outward force could not be applied to the device during assembly. This failure most likely occurred due to handing in the field.